Manufacturer narrative:
Investigation summary: bd received 3 photos for investigation, and the indicated failure mode of closure separation was observed in the attached images. Additionally, 29 retained samples were functionally tested and were found to be within the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: closure separation. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, closure separation between the cap and rubber stopper occurred with one tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance, closure separation between the cap and rubber stopper occurred with one tube. No adverse impact was reported regarding the patient or user.